Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's pump became extremely hot to the touch shortly after being plugged in. It was reported that this issue persisted despite the attempt of multiple usb cables and power sources. It was also reported that the pump battery was observed to be depleting quickly. There was no impact to the customer's blood glucose. Reportedly the customer would continue to use the pump for insulin therapy.